Event description:
On (B) (6) 2009, the sales rep reported that during surgery, the surgeon was backing out a screw and the head broke off. Add'l info received via telephone on 07/22/2009, the sales rep reported that during surgery, the surgeon was using the dorsal height adjuster to adjust a screw when the tip broke. No pieces fell in the wound. The surgeon was able to finish the case using another instrument within the kit. No surgical delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument, and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending.